Manufacturer narrative:
This is a follow-up report to report # 2939738-1997-00020. The unit was returned ot origin for investigation, the retraction trocar was not. It was reported that the customer did not hear of feel the obturator retracting when it touched the tissue. The cannula was the only unit available for investigation. A 10mm sensing tip was tried with the unit and it has worked properly. No burrs or deformation observed on the tip of the cannulla that would interfere with the function. No cause of failure could be determine from the returned unit. Could not confirm the failure from the returned unit. It is possible that the product was not properly handled during insertion. A note has been added to the IFU through an eco #3149 to include the instructions for proper handling of the product. Expected implementation by 9/1/97.

Event description:
During a laparotomy for an ovarian cyst removal, the sensing trocar allegedly was not heard or felt retract after it was inserted. The trocar cannula was being used in conjunction with the retraction trocar at the time.